Manufacturer narrative:
H.6. Investigation: twenty seven sealed 31g x 5mm pen needle samples were returned from lot. No. 8338601, cat. No. 325107. Magnified examination was carried out on all twenty seven samples and no issues were observed. Visual examination was also carried out on the returned carton and it was observed that penta point was not stated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that an unspecified number of pn 31x5 france 5b 100bx experienced no label or missing label information. The following information was provided by the initial reporter: bd pen needles 5mm. Different packaging, on the new boxes, the sentence "penta point" does not apear anymore. The user think the needles are different. And since she uses the new ones, she has an inflammation at the injection site. From this, she is dissatisfied.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn 31x5 (B)(6) 5b 100bx experienced no label or missing label information. The following information was provided by the initial reporter: bd pen needles 5mm. Different packaging, on the new boxes, the sentence "penta point" does not appear anymore. The user think the needles are different. And since she uses the new ones, she has an inflammation at the injection site. From this, she is dissatisfied.